Event description:
The following was reported to hamilton medical ag: inspected ventilator showing error 231007 and 231008 (o2 valve leak). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).